Event description:
It was reported that the patient's therapy was turned off, and they were not sure why it turned off. The caller stated that the patient was at camp, and a medical staff member noticed on the recharger that therapy was off (the ins icon in the upper left-hand corner of the display did not have the "lightning bolt" going through it). The caller mentioned that they tried doing everything they could with the recharger to turn therapy on, but they were successful. The call agent reviewed that therapy could have turned off from the implantable neurostimulator (ins) battery level getting too low, but the caller said the patient charges their ins every day, and the patient's ins was fully charged at the time of the event. The patient did not have their patient programmer with them, so agent reviewed how to use the recharger to turn therapy on. The caller confirmed they were able to turn therapy on. The troubleshooting steps that were taken on the call resolved the issue. The patient's relevant medical history included that the hcp checked their ins in may, at which time therapy was turned on.

Manufacturer narrative:
Please note that this device was used in an off-label manner as it was implanted for dystonia medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.